Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during the surgery, noted could not tighten the zipfix. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.

Event description:
Additional information received states that the surgery was completed successfully with no surgical delay. No other medical intervention was required.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found the implant was separated from the tooth attaching surface. Needle notch was also observed torn apart. Needle was not returned for analysis. The observed condition of the device was consistent with a component failure that was caused by exposure to unintended forces. Additionally, biological residue over the tooth surface was observed from surgical procedure. A functional inspection was performed with the locking head and toothed surface. Once the locking mechanism was activated, it was not possible to disengage the device. Therefore, a functionality issue can not be confirmed. Surgical technique was reviewed and the following relevant statements were found: precautions: do not damage the implant teeth and locking head by manipulating with instruments. Irrigate thoroughly in order to remove any debris generated during implant implantation or removal. Ensure that the locking head of the implant is free of soft tissue and/or surgical material that could prevent locking of the implant. A dimensional inspection was unable to be performed due to the post-manufacturing damage. The overall complaint was not confirmed as the observed condition of the sternal zipfix cable tie w/needle peek s would have not contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review (DHR): a manufacturing record evaluation was performed for the finished device product code: 08.501.001.01s, lot number: 6628p07. It was electronically reviewed and no nonconformances/manufacturing irregularities were identified during the manufacturing process. The product was released on: 21 sep 2023, manufacturing site: purchased item, received from samaplast, shipped by jabil bettlach expiry date: 01 sep 2028. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.